Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The technician found the foot brake casters were the issue. A search of the hill-rom maintenance showed hill-rom performed preventative maintenance on this bed in 2012-2015. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the foot brake casters to resolve the issue. Based on this information, no further action is required.